Manufacturer narrative:
The main component of the system and other applicable components: product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from the consumer who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient lead moved a little bit and a revision was required. The patient stated that it happened about 3-4 months after the implant. The patient reported that the revision was successful and the device was working well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.